Manufacturer narrative:
Additional information: b1 - adverse event. B2 - required intervention to prevent permanent impairment/damage (devices). B5 - the reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/+3.0/107 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2020 the lens was exchanged for a longer length similar power lens; due to low vault and refractive change over time. The exchange resolved the problem. Post exchange ucva 20/20. "Patient is happy.". D7- explant date- (B)(6) 2020. H6- patient code 3191: secondary surgical intervention; exchange. Claim# (B)(4).

Manufacturer narrative:
Additonal informaton h3-device evaluation: lens returned in a micro-centrifuge vial with moisture and residue. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/+3.0/107 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. The surgeon reports low vault and refractive change over time. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.